Event description:
The incident occurred at the end of the procedure during withdrawal of specimen from abdominal cavity. The point of the breakage was at the bottom/point of the pouch, the ruptured opening appeared jagged and it couldn't be determined with 100% certainty that a fragment was not left inside the abdominal cavity, although a thorough search was conducted. There appeared to be moderate pressure being applied to the bag during withdrawal.